Manufacturer narrative:
A review of the pump black box revealed low battery warnings due to normal battery wear. There was no evidence of a short battery life observed in the pump history. The pump electrical current draws were tested and were within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event with this complaint. No further information was available and troubleshooting was not completed; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.